Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
T was reported the patient had a change in therapy effect. The patient had "a lot of tone and spasticity" so their healthcare professional (hcp) thought the patient was not benefitting/responding to the medication anymore or there may be an issue with the catheter. The patient had seen their hcp in the middle of (B)(6) 2014. It was noted the patient had an MRI to check their neck and back and was related to the patients als (amyotrophic lateral sclerosis) and not related to device or therapy. The patient was going to have another MRI because they were not sure if the patient was "responding to the medication anymore or if there [was] an issue with the catheter. The patient's spouse did not think there was an issue with the pump because "it reads and does everything it's supposed to" and they "personally" thought the patient was not benefitting from the medication. The pump was used to deliver lioresal (baclofen).